Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer experienced hyperglycemia of 277 mg/dl, and when he checked the infusion set, he discovered the cannula was outside of his body and "knicked" and the self-adhesive was wet. No adverse event was reported. The alleged product was discarded and cannot be returned for evaluation.